Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The housing was removed for inspection and the instrument was found to have a grip ring dislodged from the proximal grip drive adapter, which prevents the grip from opening. As a result, the grip open lever was not functional. The grip input was manually articulated to inspect the jaws. The jaw ceramic dots were present and there was no physical damage found at the distal wrist. A review of logs showed no failures related to this instrument. Failure analysis found the secondary failure of dislodged screw to be related to the customer reported complaint. The instrument was found to have a dislodged screw from the grip ring. The grip ring was dislodged as a result. The screw was found within the housing. An additional observation not reported by the site was also observed. The instrument main tube was found to be bent. The bending damage was located at the proximal end of the main tube. The instrument could not be placed on the in-house system as a result.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy procedure, the customer was unable to open the vessel sealer extend instrument after the initial seal. The procedure was completed with no reported injury.